Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted concurrently with overlapping sphincteroplasty and z-anoplasty due to stress urinary incontinence, pelvic organ prolapse, fecal incontinence with whitehead deformity and anterior anal sphincter defect. The pt experienced pain, erosion, pressure, swelling, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring, and has undergone additional surgeries and revisionary procedures. It was reported that pt underwent the following procedures: (B)(6) 2012: cystoscopy, right retrograde pyelography; (B)(6) 2012: robotic adhesiolysis of abdominal and ileal adhesions, repair of incidental cystotomy, robotic sacral colpopexy, moskowitz occlusion of the posterior cul de sac and post operative cystoscopy; (B)(6) 2009: colonoscopy due to rectal bleeding.

Manufacturer narrative:
It was also reported that the patient underwent gynecological surgical procedure and gynecare tvt was implanted on (B)(6) 2012 due to stress urinary incontinence by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, dysuria, symptomatic pelvic relaxation with cystocele, rectocele, and enterocele. It was reported that patient underwent repair of incidental cystotomy, robotic sacral colpopexy, moskowitz occlusion of the posterior cui-dc-sac, and robotic adhesiolysis of coloabdominal and ileal abdominal adhesions on (B)(6) 2012 by dr. (B)(6) due to symptomatic pelvic relaxation with cystocele, rectocele, and enterocele.

Manufacturer narrative:
(B)(4) - dyspareunia; pressure, swelling, odor, urinary problems, bowel problems, recurrence, conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with vaginal vault suspension, right sacrospinous ligament suspension, high uterosacral vaginal vault suspension, and lysis of adhesions. No additional information was provided.